Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information. Regarding the previous follow-up report of #8010047-2021-13138, olympus medical systems corp. (Omsc) got the information that the user facility test results contained extra data and the corrected data was as follows: the user facility test results; 1st time: (B)(6) 2021: pseudomonas aeruginosa and klebsiella pneumoniae (>100 cfu) as for 2nd time test on (B)(6) 2021 which the user had waited for the result was no microbes. As for additional information, omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented. (This report of 1st one of 2 endoscopes which was positive for microbiological testing).

Manufacturer narrative:
Correction to the second supplemental report, the subject device was not returned nor an evaluation completed for it. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when re-tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Regarding the previous initial report of #8010047-2021-13138, olympus medical systems corp. (Omsc) got the updated information as follows; the user facility test results; 1st time: (B)(6) 2021: pseudomonas aeruginosa and klebsiella pneumoniae (>100 cfu), escherichia coli (1-10 cfu). As for 2nd time test on (B)(6) 2021 which the user had waited for the result was no microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, advantage plus/cantel using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented. (This report of 1st one of 2 endoscopes which was positive for microbiological testing)

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The subject device is currently in quarantine. Since the user facility has been waiting for the results, it has not been provided other detailed information such as the number and the type of microbes. Also other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. (This report of 1st one of 2 endoscopes which was positive for microbiological testing).